Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported error 200.5040. Pcu software was 9.33 but the lvp software was 8.5. The lvp software needed to be upgraded to 9.33 to be compatible with pcu software 9.33. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 04/17/2014. The review was performed from the date of manufacture to the date of product release for distribution.

Event description:
It was reported that the device received error code 200.5040. Point of care unit software was 9.33 but the large volume pump software was 8.5. The lvp software needed to be upgraded to 9.33 to be compatible with pcu software 9.33. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received error code 200.5040. Point of care unit software was (B)(4) but the large volume pump software was (B)(4). The lvp software needed to be upgraded to (B)(4) to be compatible with pcu software (B)(4). There was no patient involvement.